Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced muscle stimulation and arm twitching. Technical services reviewed and noted previous right ventricular (rv) and right atrial (ra) lead safety switches had occurred. The ra lead was noted to have high outputs which caused the stimulation. The ra outputs were programmed down which resolved the stimulation. Then, there was no capture on both leads and muscle noise observed so reprogramming was performed again to unipolar pace, bipolar sense. There was no indication that the noise was being oversensed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker experienced muscle stimulation and arm twitching. Technical services reviewed and noted previous right ventricular (rv) and right atrial (ra) lead safety switches had occurred. The ra lead was noted to have high outputs which caused the stimulation. The ra outputs were programmed down which resolved the stimulation. Then, there was no capture on both leads and muscle noise observed so reprogramming was performed again to unipolar pace, bipolar sense. There was no indication that the noise was being oversensed. The device remains in service. No adverse patient effects were reported.